Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer reported that there was a battery cap damage notification on the insulin pump. It is also reported that there was a crack on the insulin pump near the battery side. No harm requiring medical intervention was reported. Troubleshooting was performed and found that the battery cap was damaged while the customer was tightening the battery cap on the insulin pump. The customer will discontinue using the device and the insulin pump will be returned for analysis.